Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
This case, bmrn case number (B)(4), is a report from the united states, referring to a (B)(6) female subject (ID # (B)(6)). An investigator reported this case from the (B)(6) study, a multicenter, multi-national open-label program to provide bmn 190 to patients diagnosed with cln2 disease. The subject's past medical history included gastroschisis. The subject's concurrent conditions included neuronal ceroid iipofusclnosls. Insomnia, ataxia, and language disorder. No allergies were reported. Concomitant medications included maltodextrin, retinoid, cetirizine hydrochloride, paracetamol, curcuma inga rhizome, magnesium, and ergocalciferol. On (B)(6) 2016, a rickham (model # 82-1625), ventriculostomy set (reservoir and catheter), manufactured by (B)(4), was implanted. The device lot number was cvhbl7. The serial number and UDI number were not reported. On (B)(6) 2016, the subject initiated treatment with bmn 190 (300 mg, qow, intraclsternal). The lot number for bmn 190 was l241034. The most recent dose of bmn 190 was administered on (B)(6) 2017. On (B)(6) 2017, the subject experienced an abnormal csf culture (csf culture positive). The severity of the event was reported as grade 3. The subject had two positive cultures for propionibacterium acnes. On (B)(6) 2017, the subject was admitted for another culture and neurosurgery and infectious disease consult. The third culture results showed four growing colonies of propionibacterium, called a rare growth. The subject was reported to be doing well with no evidence of meningismus, fever, or vomiting. She was on day 5 of benzylpenicillin. Another culture was planned prior to the infusion. Per the new infectious disease consult, they felt that it maybe worth it to treat the subject with three weeks of antibiotics instead of taking out the shunt. The plan moving forward included access shunt, peripherally inserted catheter (pic) line. Infuse enzymes, and removal of hardware. No action was taken with bmn 190 due to the event. At the time of this report. It was not reported if the device was removed or retuned. The outcome of the event was reported as not recovered/not resolved. The investigator also assessed the event as medically significant. The investigator assessed the event of csf culture positive as not related to treatment with bmn 190. The investigator assessed the event of csf culture positive as related to the device. Other etiological factors included propionibacterium acnes.

Manufacturer narrative:
Updated UDI -- (B)(4). It was previously reported that the device would be returned for evaluation. It was later communicated that the device would not be made available. This report has been updated with the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
Additional information has been provided by the initial reported. To date, no sample has been returned or lot number provided. If additional relevant information is provided in the future, the complaint will be reopened and a follow-up will be submitted.

Event description:
The initial reporter confirmed the device was revised. No additional information has been provided.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
The previously reported event of abnormal csf culture (csf culture positive) was updated by the investigator to propionibacterium infection (propionibacterium infection). On (B)(6) 2017, the subject was diagnosed with propionibacterium infection (propionibacterium infection). On (B)(6) 2017 respectively, the subject had two positive cultures for propionibacterium acnes. Cultures from (B)(6) 2017 (reservoir culture), and (B)(6) 2017 lumbar puncture had negative growth culture results. Final report was pending. Infection was reported as resolved. The investigator assessed the event of propionibacterium infection as not related to treatment with bmn 190. The investigator assessed the event of propionibacterium infection as related to the device. Other etiological factors included propionibacterium acnes.